Manufacturer narrative:
Additional information: weight and ethnicity is unknown as no information was provided despite requests. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
In a secondary surgical procedure, it was reported that the dfr00v 24.0 diopter intraocular lens (iol) was explanted from the patient¿s ocular sinister (left eye) due to mechanical failure replaced with an aab00 23.0 diopter iol. Mechanical failure was clarified as patient's complaint of constant blurred vision at all focal points. Patient also reported constant big concentric rings around lights (halos), causing glare and blurred vision with all daily/nightly activities. There was no patient injury, no suture(s), and no vitrectomy however the incision was enlarged. Patient outcome post lens exchange procedure was reported as stable. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes, section d-9: date returned to manufacturer: 21-dec-2022, section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and gauze debris. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be observed. The complaint issue was not confirmed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.